Event description:
It was reported that during attempted implant, the device experienced long charge time of approximately 19 seconds while testing defibrillation thresholds. The patient required external rescue as a result. The device was not used, and a new device was successfully implanted. Information received with device return indicates that the device became hot and would not interrogate. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had no telemetry and no output during testing. Analysis found that the device had a low impedance path as a result of a shorted transistor. This transistor acts as a switch to allow energy to be transferred from the battery to the high voltage capacitors. This resulted in the depletion of the battery. It was reported that during attempted implant, the device experienced long charge time of approximately 19 seconds while testing defibrillation thresholds. The patient required external rescue as a result. The device was not used, and a new device was successfully implanted. Information received with device return indicates that the device became hot and would not interrogate. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination transistor component/subassembly failure device was out of specification in a manner that relates to event charge, failure to interrogate, difficult to charge times, delayed.